Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic roux-en-y bypass, while the device was being applied to the small bowel, an audible crack was heard during firing. The surgeon was unable to squeeze the handle after. The reload was replaced by a different one but the device still did not fire. A new handle was then used together with the original reload and the surgeon was able to fire and complete the case. There was no patient injury.